Event description:
On (B)(6) 2011 the patient's mother reported the pump had given multiple "replace battery" alarms for two weeks, and that she was unable to remove the battery cap. The patient had obtained "persistent" elevated blood glucose readings for one week, specific results not provided. The patient did not report experiencing any symptoms of high or low blood glucose levels. On (B)(6), 2011 the patient was taken to the emergency room, where he was treated with intravenous fluids, and insulin boluses using the pump. On (B)(6) 2011 the pump was discontinued and the patient was given insulin via syringe injections. Troubleshooting revealed there was no damage to the pump, the pump had not been exposed to moisture, the patient's technique was correct, and the battery had been replaced. The power issue and battery alarms were not resolved with troubleshooting. The patient allegedly suffered elevated blood glucose levels and received emergency medical attention and treatment after multiple power issues with the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.